Manufacturer narrative:
A digital photograph of the explanted collamend was provided for review. No tissue ingrowth was visible into the collamend; the collamend appeared to be fully intact. Surgeon reported that the collamend was found to be floating in a seroma. Serous fluid /encapsulation prevents tissue ingrowth by preventing contact of graft with well vascularized tissue and, as a result, could cause a (B)(6) recurrence. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided. We therefore, consider this report complete to the best of our current knowledge.

Event description:
In 2007 - the pt underwent collamend implant. The pt was subsequently diagnosed with a (B)(6) recurrence. During the open explant procedure performed on (B)(6) 2011, the surgeon found the mesh "floating in seroma with no incorporation".